Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
Examination and palpation on (B)(6) 2013 revealed an infection of the intrathecal drug infusion system. The patient¿s symptoms included pus coming out of the right side of the abdomen below the pump, and inflamed tissue along the incision site. The entire system was explanted on (B)(6) 2013, and the event resolved without sequelae on (B)(6) 2013. It did not result in in-patient or prolonged hospitalization. The etiology noted no relation to the implant procedure, though it was related to the device or therapy. The medication used within the system was baclofen.